Event description:
It was reported that during a gastrectomy/ roux-en-y, the linear cutter reload did not staple. The cut appeared normal. When the surgeon inspected the staple line he noticed poor hemostasis and that the staples were malformed. There was no pt consequence. Another device was used to complete the case.